Event description:
The customer stated that he tested his blood glucose and received a reading of more than 200 mg/dl using his contour meter. He retested using another meter and received a reading of 110 mg/dl. If the customer's contour read 203 mg/dl or higher, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to return his test strips for evaluation. He also refused to accept replacement test strips.